Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and pump error alarm. Customer was unable to clear the alarm. Customer stated that the buttons are not working/responding. Customer stated that numbers are not ramping on their own. Customer stated that the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged unresponsive keypad/button error and unspecified pump error found on (B)(6) 2022. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Insulin pump fails sleep current test. No unexpected alarms/alerts noted during analysis. Successfully downloaded history files and traces using thus. Verified the insulin pump alarmed stuck key [61] on (B)(6) 2022 at 23:09:39.000. No keypad anomalies noted during testing. No stuck button alarms noted during testing. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on electrical board was not unlocked during visual inspection. Insulin pump passes keypad voltage test. P-cap locks properly into the reservoir compartment. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board, and lcd connector. The following were noted during visual inspection: battery tube threads - cracked, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, partially faded serial number label, and corroded battery tube. No keypad anomalies or stuck key alarm noted during testing, unresponsive keypad/button error not confirmed. No unexpected alarms/alerts noted during analysis, unspecified alarm not confirmed. High sleep current confirmed due to moisture damage. Moisture damage noted on electrical board and lcd connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.